Event description:
It was reported that the patient experienced recurrent pain in the vagina that cycled with the implant. A urology specialist tested the impedance and noted that the lead was likely malfunctioning, with a break in the circuit. The patient experienced worsening vulvovaginal pain that seemed to be positional. After a physician visit, there was no pain for about three weeks. It was also noted that if the patient was bloated, the pain was not present as much. If the patient was lying or sitting there was no pain, but if the patient was upright there was pain "like a rose thorn." Lowering the amplitude made the "sting" not as bad, but resulted in a loss of therapeutic effect. The patient was happy with the two settings other than the sudden sting. The battery and lead were removed and replaced. It was reported that the patient had no sleep disturbances, no pain in bowel movements, and no dysuria.

Manufacturer narrative:
Lead model 3093-33, lot# v449147, implanted: unknown, explanted: unknown; programmer model 3037, serial# (B)(4).